Event description:
Same case as: 2134265-2014-06550, 2134265-2014-06520. It was reported that automatic pullback failure occurred. During preparation, an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that the opticross¿ imaging catheter was unable to perform automatic pullback at all. It was confirmed that there was no issue with the ilab. The procedure was completed with another of the same catheter. The same sled was used after the catheter was replaced. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4): it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).